Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a generator change out for eri, externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion noted at 9.7-12.6cm from the distal tip. The etfe coating was intact at this location.